Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens -11.50 diopter was implanted into the patient's left eye (os) on (B)(6) 2024. On 29-jan-2024 the lens was exchanged for a shorter length lens due to excessive vault. The exchange resolved the problem.